Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose infinity tibial component. It was reported that the tibia implant subsided anteriorly and medially, with a subsequent medial malleolus stress fracture. The tibia implant is loose and needs revised. The physician plans to revise it to a stemmed tibia implant.

Manufacturer narrative:
Correction - h6 (results code and conclusion code) the reported event could be confirmed since images of CT scans were provided and shows loosening and subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows some radiolucence and cysts adjacent to the component. There is also a fracture visible at the medial malleolus, which is consolidating. The tibial component is loosened and subsided specifically at the anterior aspect and a periprosthetic fracture can be confirmed. With the additional x-ray being available, additional to patient related factors like poor bone stock the initial positioning of the implant shows a slight anterior angulation and orientation of the implant. There is also the isolation of the medial malleolus with a consecutive loss of stability visible. This has to be considered as a user related issue, which may have contributed to the failure of the implant. The pe is not visible in the CT scan directly, but there is no indirect sign of loosening or migration. The talar component shows neither radiolucence nor cysts and there is no loosening or migration detectable.¿ based on investigation, the root cause was attributed to a combination of patient and user related factors. As mentioned by a healthcare professional, the failure was caused by poor bone stock in addition to slight anterior angulation and orientation in the initial positioning of the implant. There is also the isolation of the medial malleolus with a consecutive loss of stability. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose infinity tibial component. It was reported that the tibia implant subsided anteriorly and medially, with a subsequent medial malleolus stress fracture. The tibia implant is loose and needs revised. The physician plans to revise it to a stemmed tibia implant.